Manufacturer narrative:
G2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient experienced drainage/incisional wound opening at the device pocket. The patient's healthcare provider decided to explant the components due to the risk of infection (due to exposure). Lavage and debridement of the surgical wound was performed. The patient was hospitalized for antibiotic treatment for 7 days. The issue was resolved. A contributing factor that might have led to the event was that the patient was underweight. No ins failure was reported, and it was noted that the patient had pain relief while using the device.

Manufacturer narrative:
H2. Correction: please note, h6 code b17 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.